Event description:
It was reported that two weeks after surgery the device was turned on for titration. When stimulation was enabled the patients heart rate decrease from 92 bpm down to 70 bpm after 1 to 2 seconds it would go back to normal. This went on for about 30 minutes where it would fluctuate back and forth. Magnet activation was normal and did not seem to affect heart rate. The device was disabled by physician. Per the physician, the arrhythmia is not due to vns stimulation but occurs with vns stimulation. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿decrease in heart rate¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.